Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one day post implant check, this lead exhibited a notable drop in sensing, however all other lead measurements were within normal ranges. X-ray imaging confirmed a product dislodgement. The physician was able to surgically reposition the lead that same day. The lead remains implanted and in service with no other complications and no resulting adverse patient effects.